Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error detected alarm. The power management tool confirmed power error detected alarm was triggered when the loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a power error. Customer¿s blood glucose value was unknown. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer also reported that the notification light did not stopped flashing immediately. Troubleshooting was assisted. The customer was advised to refer to back up plan. The insulin pump will be returned for analysis.